Manufacturer narrative:
Lockout damaged evaluation summary: the instrument was cycled and the lockout was found broken as the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled, and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. While we were unahle to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, the surgeon attempted to fire the device several time and it severely malfunctioned. They got a new one to complete the procedure. There was no patient consequence.